Event description:
It was reported that the patient received the following results within 15 minutes: 34 mg/dl and 304 mg/dl. About two hours later, the patient received the following results within 15 minutes: 44 mg/dl and 304 mg/dl. On another day, he received readings of 308 mg/dl and 78 mg/dl within one minute of each other.